Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at roughly 340 mcg/day via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the patient was calling for physician listings as her current physician was cutting their hours. The patient mentioned that she was in the hospital in (B)(6) 2018. When asked if the hospital stay was related to her pump, the patient said, ¿yes and no¿. Per the patient it was not directly related to the pump. She explained that she had new weakness that began in (B)(6) 2018. She was intermittently losing about 75% of her strength in one or all 4 of her limbs. She went to the hospital the week before christmas. The weakness then went away. The situation was resolved. No further complications were reported/anticipated.